Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) ac power cord becoming loose from the outlet was confirmed via analysis of the submitted system controller periodic log file. The submitted system controller periodic log file contained 21 days of data (25aug2022 ¿ 15sep2022 per the timestamp). Between 12sep2022 at 19:31:59 and 13sep2022 at 03:31:56, the system controller backup battery usage count was observed to have increased four times, from a usage count of 93 to a count of 97. This indicates that losses of external power resulting in the backup battery activating to support the system had occurred. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. No notable alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. The submitted system controller event log file contained approximately 1 day of data (14sep2022 ¿ 15sep2022 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including if the mpu was being intentionally unplugged or if it was becoming loose from the outlet); however, no response was received. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery usage increase of 242 was noted. The patient reported that their mobile power unit (mpu) was getting unplugged from the wall outlet.